Manufacturer narrative:
The service rep inspected the sys and found it needs a hard drive and possibly a cpu. The parts were ordered and are being shipped to complete. Ordered parts, replaced 386 mother pcb, software upgrade, power cord, interconnect cable, boot roms, temp sensor, generator software, sys is working as intended.

Event description:
The customer reported tower has no image, sys is down. A pt was involved but not injured. The customer was unable to finish the procedure.